Manufacturer narrative:
In a good faith effort (gfe) response received from the service operations manager on 11mar2024, it was stated that the device issue was with a consumable part, not the v60 ventilator. The service operations manager stated that there was no malfunction in the v60 ventilator. The part request was forwarded to the supplier of the material. As there was no problem found with the ventilator, no further work was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.

Manufacturer narrative:
E1 reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the device has a leaking o2 hose that needs replacement. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported.